Event description:
No new information.

Manufacturer narrative:
Our quality engineer inspected the photograph submitted for evaluation. Your report of not being able to visualize blood return could not be confirmed from the photograph that was provided for investigation. The photograph showed a 20g insyte autoguard device. What appeared to be blood residue was visible along the entire length of the IV catheter tubing and also within the catheter adapter up to the blood control valve. As the image does not support the reported event, the complaint of poor flashback could not be confirmed; however, the report of a damaged catheter was confirmed from the photo. The needle was observed to be protruding through the wall of the catheter tubing. The damage likely occurred during the insertion process as the IV catheter was full of blood; however, as the customer reported poor flashback, it is possible that this was a contributing factor of the pierced tubing. The instructions for use (IFU) state, "if the needle is partially or completely withdrawn from the catheter tubing during insertion, do not re-insert the needle into the catheter tubing as damage may occur."should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the actual product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
The following information was provided by the initial reporter: on several occasions, the heads of service have reported inconveniences related to the quality of the supplies. A joint follow-up with the patient safety referent was carried out, in which it was evidenced that the health personnel have an adequate technique for the insertion of the catheter. However, despite the correct application of the procedure, there have been multiple difficulties, since in most of the cases where this input is used, venous extravasation has been evidenced. Case 2 patient in the emergency department presented on the same day of arrival an event with the venous access of catheter ib #20 for medical treatment, with placement, inflammation and sectorized pain. The access point is changed, management with physical means and upon finding improvement in his treatment, he is discharged from the service. Add info received on 11 aug 2025. I would like to confirm that the date of the event (22/05/2025).

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.